Event description:
It reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a right total hip arthroplasty on (B)(6) 2007 that failed and required revision on (B)(6) 2018.

Manufacturer narrative:
Reported event: an event regarding revision involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review:no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported. Conclusion: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a right total hip arthroplasty on (B)(6) 2007 that failed and required revision on (B)(6) 2018.